Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: asr revision. Asr xl implant. Reason for revision: pain, alval soft tissue reaction and raised metal ions (cobalt). Doi: (B)(6) 2009; dor; (B)(6) 2018; left hip. Update: 30 jan 2018. Additional information received from crawford: reason(s) for revision: alval / soft tissue reaction was reported previously. Added dor.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: previous investigations that have included device history reviews since the asr platform was launched have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection. Therefore no DHR (device history record) review for this individual asr component will be carried out at this point in time. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. The investigation to determine root cause was conducted under mdd CAPA (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.